Manufacturer narrative:
One cadd legacy 1 pump was returned with wear marks observed on the lens cover. The vent log was reviewed and there was an error 1310, multiple "no disposable" alarms were recorded. The pump was tested through simulated use and event log review. The customer's reported problem regarding "pump was alarming" was able to be duplicated and the event log indicates that a no disposable event may have occurred (42 no disposable alarms recorded). Sensor testing found the downstream occlusion sensor (dso) sensor value out of manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette, the pump did alarm for "no disposable attached". The event log showed 1310 error. Visual inspection verified the issue. For error code 1310, the customer information bulletin (cib) 12-30-04 was reviewed. As per cib 12-30-04: action: to avoid the 1310 error code. Do not store the pump for extended periods of time with the batteries installed (i.e. Several weeks). The upstream occlusion sensor (uso) will be recalibrated and dso will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an alarm. No patient consequences were reported, and no adverse effects were reported.